Event description:
It was reported by the customer that a pyxis medstation es system had multiple users unable to login into the station. The customer reported that there was a delay in users accessing the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the multiple users unable to login into the station. A technical support specialist advised the agents to refer to knowledge article 000017318 for guidance on transfer the files to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server.